Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose level was 413 mg/dl. The customer treated her blood glucose level with a bolus. The sensor was bent. The device was not returned.